Event description:
It was reported that the right atrial (ra) lead had been "non functional in the past." The pacing mode was programmed to vvi. The lead was electrically abandoned and remained implanted in the patient. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. Additional information was received from the physician via telephone. The physician states the ra had not been functioning for approximately one and one-half to two years "due to a fracture." The physician further stated when the lead was implanted, a "loop" was left in the lead, and when the patient grew, this "loop pulled and fractured."